Event description:
During a surgical bunionectomy performed on (B)(6) 2012, the surgeon was drilling by hand; the k-wire was cut and a sliver of the drill fractured. The surgeon thought the sliver of broken drill fell on the floor but the post-op x-ray showed the small fractured piece was in the pt's metatarsal bone. Per the surgeon, it was "not possible" to remove the portion of embedded drill.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.